Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the trellis wire snapped during 5 th cycle. The wire segment was lodged in the balloon. No patient injury is reported. Evaluation summary: the trellis catheter and odu were received for evaluation. The oscillating wire of the odu was fractured at the distal edge of the black section (immediately proximal to the grey sigmoidal section). The entire gray section was located in the catheter (between the balloons). That is, there was no unaccounted for wire segment(s). The gray section was extracted from the catheter by pushing on the distal edge (proximally) with a 0.035 mandrel. Both fracture faces exhibited material deformation of the ribbon component that would indicate a torsional fracture mode. The proximal balloon chamber would inflate and hold pressure without complication. A water-loaded inflation device was attached to the distal inflation port but there was dried contrast in the inflation lumen that prevented inflation of the distal balloon. Water would advance beyond the catheter manifold but not all the way to the distal balloon. Inflation pressure was increased to 20atm (well above typical inflation pressure) and a leak developed at the distal edge of the manifold. The observation of fluid advancing distal to the manifold without leaking prior to the high pressure leak suggests that the noted leak was not present during the procedure.